Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The rv lead was repositioned and the pacing system analyzer cables were swapped out, but the impedance measurements were still out of range. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The rv lead was repositioned and the pacing system analyzer cables were swapped out, but the impedance measurements were still out of range. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was retuned severed in two segments 155 millimeters (mm) from the terminal end. No set setscrew marks were noted, thus indicating the lead was only tested as an attempted implant. The helix was retracted and dried blood body fluid was noted in the helix housing, which is normal for active fixation leads. Both segments of the lead passed continuity testing, confirming no fractures were discovered. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.